Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The other unknown trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a 70% stenosed proximal circumflex (cx) and 100% stenosed mid cx artery. Pre-dilatation was being performed with a 2.0 x 20 mm trek balloon catheter; however, when inflated to 8 atmospheres a dissection occurred. A 2.0 x 30 mm trek was advanced to the lesion, but did not seal the dissection. A 2.5 x 23 mm mini vision was advanced to the lesion, but could not cross. A 2.5 x 30 mm trek was then advanced to the lesion and was pressurized to 4 atmospheres for 4 minutes to seal the dissection. When attempting to deflate the balloon, it would not deflate. The inflation device was removed and a 20 cc syringe was used in an attempt to deflate the balloon but it still would not deflate. The balloon was then removed while still inflated. As there was full flow to the distal portion of the vessel the procedure was stopped. There was no clinically significant delay in the procedure. No additional information was provided.